Event description:
The subject device was used during an uncertain procedure. The pin of the grasping section was broken. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that one of two pins, which connected the sheath and jaw, was broken. The proximal end of grasping section was deformed. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Based on the result of evaluation and cases with the same model, we have considered as a possible cause of this case that the strong force was applied to the grasping section and the pins damaged. In addition, the physician unawarely continued to use the subject device and the pin broke off.